Event description:
At the end of intervention on st-segment elevation myocardial infarction (stemi), air was inadvertantly injected into coronary tree. The copilot and manifold were used, embolized distally down the left anterior descending coronary artery (lad) into the second diagonal. After an embolus was noted, there was no change in heart rate or bp noted. Planned intra aortic balloon pump (iabp) was inserted due to stunned myocardium, not due to embolus.